Event description:
Boston scientific received information that the device exhibited a longer than expected charge time, however it was still within normal limits. The device was explanted one month later for normal battery depletion and returned for standard analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.